Manufacturer narrative:
The device has been returned and is being evaluated. A follow up report will be submitted after evaluation is completed.

Event description:
Treatment of an avm. It was reported onyx was injected for 25 minutes through the ultraflow catheter with 2.5 cm of onyx reflux. Upon removal, the catheter separated in the distal section. Another ultraflow catheter was then used. The second device was used for 25 minutes of onyx injection with 3 cm of onyx reflux, and during retrieval, the catheter also separated at middle of distal shaft and broken segment remained in patient. No patient injury reported.